Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for analysis. The stent had detached from the balloon and was returned for analysis on a mandrel with the stent protector and without the stent delivery system (sds). A visual examination of the stent found damage from one end of the stent to the centre of the stent profile with struts bunched and overlapping. The opposite end of stent showed only slight damage to struts. As the delivery system was not returned with the stent, analysis on the balloon crimp markings cannot be completed. The mandrel returned was severely bent at 18mm from the tip edge of the mandrel. The product stent protector was returned for analysis with the device and the inner diameter was measured. Individual assessment of the catheter cannot be performed as the stent delivery system was not returned, however the manufacturing data for the batch has been assessed and no issues were identified with the crimping process of the devices that passed inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50x16 synergy¿ drug-eluting stent was selected for use. The physician used the proper stent protector removal technique, but it was noticed that the stent came off from the balloon and was lodged in the protector sleeve. The device was never used inside the patient and the procedure was completed using a 2.50x16 non-bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a coronary artery. A 2.50x16 synergy¿ drug-eluting stent was selected for use. The physician used the proper stent protector removal technique, but it was noticed that the stent came off from the balloon and was lodged in the protector sleeve. The device was never used inside the patient and the procedure was completed using a 2.50x16 non-bsc stent. No patient complications were reported and the patient's status was stable.